Event description:
Customer reported he was experiencing low blood glucose of 40 mg/dl, treated with glucose tablets. Customer was not sure how long he has been experiencing low blood glucose. The drive support cap was normal. Customer declined troubleshooting. Customer stated he was running lower then usual due to being active. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.